Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. The customer called tandem technical support for help regarding the elevated blood glucose level. During a systems check, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.